Event description:
On 6/12/2023, it was reported by a sales representative via email that (2) ar-3636 knotless fibertak anchors broke with the shuttle stitch where the loop starts. This was discovered during a labral repair procedure on (B)(6) 2023. The anchors were implanted but the sutures were cut. Additional information requested. Additional information provided on (B)(6), 2023: the case was completed by using a new ar-3636 with a different lot number.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.